Manufacturer narrative:
.

Manufacturer narrative:
Date of event, corrected data: the previously submitted manufacturer report inadvertently provided an incorrect event date.

Event description:
It was reported that the patient is experiencing vomiting since the beginning of the year. It was unknown if the vomiting was related to device stimulation and the patient was scheduled to come in and have the device programmed off. It was reported that the vomiting was related to an intolerance to vns. It was reported that since programming the device off the patient went 24 days without vomiting. It was reported that prior to programming the device off the patient was vomiting weekly for one year. The device was programmed off to make patient more comfortable and end discomfort. Clinic notes dated (B)(6) 2014 indicate that is currently in one of his vomiting cycles, about 1 year ago, he started having episodes of uncontrollable vomiting occurring every 8-14 days and lasting about 1 week long, he has had neurological and gi work ups, but no cause for the vomiting has yet to be found. It was also noted that the patient's parents would like to leave the device disabled for at least 60 days to evaluate whether the vomiting is related to vns. The device was programmed off despite the interrogation showing that it was functioning properly. It was noted that the patient appeared more comfortable after disabling the device. It was reported that if the patient continues to experience issues that are believed to be related to vns device explant will be considered.

Event description:
Additional information was received that the caregiver wants the device out. Patient is scheduled for an explant but no known explant surgery has occurred to date.

Event description:
The patient underwent removal surgery for the vns. The explanted devices have not been received to date.